Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call that she was having trouble changing out her site and that the reservoir may have been leaking. Her blood glucose at the time of incident was over 200 mg/dl. Customer stated that the reservoir was slippery when she was trying to remove the transfer guard and she is not sure where the leaking is coming from. Troubleshooting was initiated for the reservoir leak. Customer was advised to return the reservoir and transfer guard but she could not because she threw the reservoir away. A replacement reservoir and infusion set was shipped to the customer and no products were returned.